Event description:
Patient said they had diarrhea in 2001 until last october. Patient had to have a complete stomach reconstruction because when the patient had a bowel resection all that mess broke 2 different times and caused adhesions. Patient said the mesh wrapped around the bowel and it took the doctor 5.5 hours to straighten it out, this surgery was in (B)(6) 2024. Patient said starting in (B)(6) 2024, they started having constant constipation and having to take a stool softener. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".